Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # unk. Additional information requested and received: how was the leak discovered? How was the leak addressed? Patient complained about chills and fever. CT scan performed; on call surgeon took them back to the ER to suture. Leak was found in the middle of the sleeve. Surgeon put in a stent and a drain. Patient drained fine. Drain has been removed. Stent is still in place. Patient is fine. Was there any issues noted with staple form in initial procedure? No. Was buttressing material used? Yes. Buttressing was added. Was a leak test performed? Yes. Patient is fine.

Event description:
It was reported that the customer reported patient had a post-op leak following a laparoscopic gastric sleeve procedure. Patient's hospital stay was extended for an unknown amount of time (only know was less than two weeks). The patient has since been discharged from the hospital. An harh45 and a plee60a device were used on the procedure. It is unknown how leak was resolved.